Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that patient underwent an unspecified procedure with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including thyroid disease requiring total thyroidectomy, chronic fatigue, hyperinsulinism, chronic inflammation, weight gain, joint and muscle pain, cognitive issues, vertigo, hair loss, dry skin, and other unspecified issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.